Event description:
Jaw of enseal instrumentation fractured and broke during use, leaving a portion of the instrument in abdomen. Piece was retrieved. Bleeding noted from mesosalpinx requiring left ovary removal.